Manufacturer narrative:
The devices were reported to be a mantis screws, catalogue number and lot number unknown. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of complaint history for similar events for this lot could not be performed because the device associated with this event was not returned nor was a valid lot number provided. Contraindications may be relative or absolute. The choice of a particular device must be carefully weighed against the patient¿s overall evaluation. Circumstances listed below may reduce the chances of a successful outcome: any abnormality present which affects the normal process of bone remodeling including, but not limited to, severe osteoporosis involving the spine, bone absorption, osteopenia, primary or metastatic tumors involving the spine, active infection at the site or certain metabolic disorders affecting osteogenesis. Insufficient quality or quantity of bone which would inhibit rigid device fixation. Improper selection, placement, positioning and fixation of these devices may result in unusual stress conditions reducing the service life of the implant. The surgeon is to be thoroughly familiar with the surgical procedure, instruments, and implant characteristics prior to performing surgery. Refer to the stryker spine surgical protocols for additional procedural information. Periodic follow-up is recommended to monitor the position and state of the implants, as well as the condition of the adjoining bone. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. The authors note that treatment failure in this patient was mainly due to poor bone quality; the patient's bone density was compromised due to chronic renal failure. Without return of the devices, a definitive root cause cannot be established; however, it is likely the reported events resulted from the patient's poor bone quality. Device location unknown.

Event description:
The article 'mini-open transpedicular corpectomies with expandable cage reconstruction' in journal or neurosurgery: spine, volume 14 (71-77) 2011, was reviewed. Between 2008 and 2009, the authors performed eight mini-open transpedicular corpectomy procedures in the thoracolumbar spine (t3 to l1) on patients ranging from 20 to 81 years old for various pathologies involving trauma, infection, and metastatic disease. Patients were implanted with mantis screws and either a vlift vertebral body replacement or other, non-stryker vbr. One patient (case 3) required a revision for bilateral screw migration. This patient had a short posterior construct (pedicle screws only one level above and below the corpectomy), and the inferior screws were pulled out. The authors note that treatment failure in this patient was mainly due to poor bone quality; the patient's bone density was compromised due to chronic renal failure.